Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle was clogged. The customer states. " pressed the syringe into humalog and went to draw back on plunger nothing came into syringe. Went to press back down and plunger would not move." She broke the plunger in half and destroyed the syringe. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog and the 1st related complaint for plunger difficult to move on lot # 7300875. A review of the device history record was completed for batch# 7300875. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there were three (3) batches of material# 700005657 (syringe 0.5ml asm 31g 8mm tw sm700178 sc) that went into the finished batch# 7300875. Batch# 7333759. Date(s) of manufacture: 13dec2017 thru 14dec2017. Machine(s) manufactured on: jy, jv, ju, jt. Batch# 7333733. Date(s) of manufacture: 14dec2017 thru 16dec2017. Machine(s) manufactured on: jt, jv, jy. Batch# 7333729. Date(s) of manufacture: 11dec2017 thru 13dec2017. Machine(s) manufactured on: jt, jy, ju, jv. Needle assembly ¿ there were six (6) batches of material# 8006044 (needle sf asm 31ga 8mm tw orange) that went into the finished batch# 7300875. Batch# 7333658. Date(s) of manufacture: 14dec2017 thru 17dec2017. Machine(s) manufactured on: needle line 10. Batch# 7331645. Date(s) of manufacture: 13dec2017 thru 17dec2017. Machine(s) manufactured on: needle line 6. Batch# 7326927. Date(s) of manufacture: 04dec2017 thru 07dec2017. Machine(s) manufactured on: needle line 10. Batch# 7326924. Date(s) of manufacture: 12dec2017 thru 16dec2017. Machine(s) manufactured on: needle line 7. Batch# 7321565. Date(s) of manufacture: 25nov2017 thru 29nov2017. Machine(s) manufactured on: needle line 10. Batch# 7320962. Date(s) of manufacture: 22nov2017 thru 27nov2017. Machine(s) manufactured on: needle line 7. There were three (4) notifications [(B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation.